Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed bad battery. The customer's blood glucose reading was 576 mg/dl at the time of incident. Troubleshooting found that there is a dark circle on the display and also received an alarm for low reservoir. Customer indicated that he was using old infusion sets. Customer was advised to discontinue use of the device and revert to a back-up plan until new infusion sets can be used. Customer was advised to monitor the pump and to call back for further assistance if necessary.